Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012.

Event description:
The patient called and reported that immediately after injection with juvederm (volume/concentration unknown) in the nasolabial folds and tear troughs severe swelling was experienced all over the face. The swelling was more extreme in the lower face and a little less extreme under the eyes. The patient returned to the physician's office the same day and was treated with 2 shots of benadryl and prescribed liquid benadryl, tylenol, and ice packs. The patient has declined to allow allergan to follow up with the injecting physician. Further follow up from the patient notes that the patient is doing much better, 75% healed. Allergan's approach to compliance is to resolve all doubt in favor of reporting.